Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions

Event description:
It was reported that the patient presented to the clinic on(B)(6)2023 for a follow-up. Upon examination of the pacemaker, it was noted that the device had migrated and there was blood pooling at the implant site. The patient was in pain due to hematoma. No intervention was done. The patient was asked to visit the emergency room.